Manufacturer narrative:
Additional information : the two (2) actual samples were received for evaluation. A visual inspection was performed which observed a crack on the microbore winged female luer lock adapter for both samples. Functional testing including pressure testing was performed which observed a leak at the winged female for both samples. The reported condition was verified for both samples. The cause of the condition was due to manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hair line crack in the connector of two (2) mico-volume extension sets which resulted in leaks. At the time of these events, the extension sets were connected to saline syringes and prior to patient use. There was no patient involvement. No additional information is available.